Event description:
Reporter alleged seeing a result in the blood glucose monitoring device memory that he did not recall receiving. Reporter stated finding a reading of lo in the memory while troubleshooting on the phone with the manufacturer's customer service center. Reporter stated not receiving any treatment. A request was made for the return of the suspect device and replacement product was sent.